Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the cutter had broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive lateral or side-to-side force, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgery, it was observed that the cutter device broke in half. It was reported that no pieces had fallen into the patient and both pieces were retrieved. There was no delay to the surgical procedure as an identical spare device was available for use to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.